Manufacturer narrative:
Title: does reduced-port laparoscopic surgery for medically uncontrolled ulcerative colitis do more harm than good? Source: asian j endosc surg 91 (2016) 24¿31 © 2015 24 japan society for endoscopic surgery, asia endosurgery task force and john wiley <(>&<)> sons australia, ltd.

Event description:
Gt hold 7 14according to the literature source of the study, performed between may 2011 and september 2014, 10 ulcerative colitis (uc) patients underwent single-incision plus one port laparoscopic surgery (sils + 1). All procedures were performed using a 5-mm standard definition flexible scope, ultrasonic-activated scissors, activating laparoscopic coagulating shears, and straight and curved graspers. The end of the ileum was cut with the reported stapler, and the ascending colon was mobilized to the hepatic flexure with a retroperitoneal approach. Transanal mucosectomy was performed above the dentate line, and the circumferential muscular layer of the rectum was transected with a stapling device or two firings of a linear cutting roticulating stapler. Post-operatively, one patient had methicillin-resistant staphylococcus aureus (mrsa) enteritis which resolved with conservative management. Does reduced-port laparoscopic surgery for medically uncontrolled ulcerative colitis do more harm than good? 2016 shigenori homma, futoshi kawamata, susumu shibasaki, hideki kawamura, norihiko takahashi <(>&<)> akinobu taketomi.